Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 12/23/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the patient¿s current health status and condition? What is the surgeon's opinion of the possibility of the needle being retained in the patient? Was there any additional tissue damage as a result of searching for the needle piece? Are there any plans to continue searching for the needle inside the patient or any different post op treatment? Please provide details. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The following information was received: in this case, it was confirmed that the needle breakage occurred on only one needle. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cranioplasty procedure on (B)(6) 2024 and suture was used. During a third operation for cranioplasty, the needle was broken when the third stitch was attempted. It is possible that the needle tip went into the patient¿s head. The product was used on the very hard subcutaneous dermis. X-ray was taken during the operation but it was not found. CT scan was performed after the operation but it was not sure there was the needle tip or not. It was not a control release needle. The operation time was extended within 30 minutes. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/22/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: c22 - photo analysis. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. One paper lid and one strand partially dispensed were received for analysis. During evaluation of the needle, the swage and attachment area of the needle were noted to be as expected. The tip and body of the needles were examined under magnification and no defects or needle breakage were found. The sample was tested by resistance test to the needle and met the requirements. In further investigation, it was found that a second needle was forwarded for further analysis due to the needle breakage. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached due to the sample will be forwarded for evaluation. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. One open sample with a used needle-suture piece was received for analysis. In addition, some photos were provided, and they showed the following: appears to be two needles- suture inside a petri dish, one foil and one strands partially dispensed, a needle bend, and finally in four photos showed a needle with marks and broken. During evaluation of the needle, no issues related to needle breakage were observed during the evaluation. However, significant tooling marks that appear to be caused by a surgical instrument were observed on the body needle, beside that it was noted bent as well. The resistance test was performed on the needle and met the requirements. The suture was also examined, and the extreme was noted to be cut and damaged (crushed) on the surface probably caused by a surgical instrument. Also, body fluids were noted along the strand. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. One representative unopened sample was received for analysis. In addition, some photos were provided, and they showed the following: appears to be two needles- suture inside a petri dish, one foil and one strands partially dispensed, a needle bend, and finally in four photos showed a needle with marks and broken. In order to evaluate the condition of the returned sample, the packet was opened, the swage and attachment area of the needle were noted to be as expected. The tip and body of the needles were examined under magnification and no defects or needle breakage were found. The sample was tested by resistance test to the needle and met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. One paper lid and one strand partially dispensed were received for analysis. Product code pdp8252g. During evaluation of the needle, the swage and attachment area of the needle were noted to be as expected. The tip and body of the needles were examined under magnification and no defects or needle breakage were found. The sample was tested by resistance test to the needle and met the requirements. In further investigation, it was found that a second needle was shipped to hsa for further analysis due to the needle breakage. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached due to the sample will be evaluated by hsa. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. H3 investigation summary: the product was returned to ethicon for evaluation. One open sample with a used needle-suture piece was received for analysis. Product code pdp8252g. In addition, some photos were provided, and they showed the following: appears to be two needles- suture inside a petri dish, one foil and one strands partially dispensed, a needle bend, and finally in four photos showed a needle with marks and broken. During evaluation of the needle, no issues related to needle breakage were observed during the evaluation. However, significant tooling marks that appear to be caused by a surgical instrument were observed on the body needle, beside that it was noted bent as well. The resistance test was performed on the needle and met the requirements. The suture was also examined, and the extreme was noted to be cut and damaged (crushed) on the surface probably caused by a surgical instrument. Also, body fluids were noted along the strand. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. H3 investigation summary: the product was returned to ethicon for evaluation. One representative unopened sample was received for analysis. Product code pdp8252g. In addition, some photos were provided, and they showed the following: appears to be two needles- suture inside a petri dish, one foil and one strands partially dispensed, a needle bend, and finally in four photos showed a needle with marks and broken. In order to evaluate the condition of the returned sample, the packet was opened, the swage and attachment area of the needle were noted to be as expected. The tip and body of the needles were examined under magnification and no defects or needle breakage were found. The sample was tested by resistance test to the needle and met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. It was reported that "it is possible that the needle tip went into the patient¿s head.". What is the patient¿s current health status and condition? Unk. What is the surgeon's opinion of the possibility of the needle being retained in the patient? It could not be determined that the piece left inside the patient's body. Was there any additional tissue damage as a result of searching for the needle piece? No. Are there any plans to continue searching for the needle inside the patient or any different post op treatment? No please provide details. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/25/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product received for analysis was pdp8252g. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The needle breakage was observed. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.